Manufacturer narrative:
Stn #: 125098.

Event description:
The customer complained false negative reactions of a proficiency sample (aut-02) containing anti-e. We received the proficiency sample (aut-02) but not the complained lot of anti-human globulin, anti-igg solidscreen ii. The proficiency sample was tested with the retention sample on tango in the quality control laboratory and reacted negatively. Furthermore, a twofold serial dilution was tested on solidscreen ii and reacted correctly positive. Referred to informations of customer the proficiency sample aut-02 contains a monoclonal anti-e and not a natural occurring antibody. The intended use of solidscreen is, amongst others, the detection of irregular red cell antibodies in human blood. The correct function of the affected lot anti-human globulin, anti-igg solidscreen ii was confirmed by testing different weak antibodies. All positive and negative reactions were correct.